Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the proximal right coronary artery. A 041 hi-torque versaturn guide wire was placed inside the artery and a non-abbott balloon was passed over the guide wire and used for pre-dilatation. There was difficulty removing the balloon and the balloon became entangled [stuck] on the guide wire. Both devices were taken out and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.